Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During deployment of a mitraclip xtw it was identified that the clip caused damage to the anterior leaflet. An additional mitraclip xt was successfully placed to reduce the mr and the procedure was discontinued. The final mr was grade 3+. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on available information, the reported tissue injury appears to be related to procedural conditions (general interaction between the clip and anatomy). A cause for the reported poor imaging could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a